Manufacturer narrative:
Reported event: an event regarding disassociation& wear involving an unknown accoalde stem was reported. The event for disassociation was confirmed through medical review and device analysis. Wear was also confirmed as the loss of taper lock resulting in disassociation is caused by wear of the trunnion. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted accolade stem, head and liner. From the photographs provided there is evidence of wear to the trunnion of the stem, which would result in taper loss. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: it was reported that the patient's hip was revised. An accolade I stem, metal head, and polyethylene liner were revised to competitor femoral components and an mdm liner. The x-ray shows a dissociated head and femoral stem. Both the x-ray and photograph show a severely damaged trunnion with material loss. No information regarding details of revision surgery was provided. Mechanical failure of an accolade I stem with metal head is confirmed. The root cause for this mechanical complication cannot be determined from the documentation provided. Should further documentation become available, I would be happy to further this investigation.' Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of the provided medical records by a clinical consultant indicated: it was reported that the patient's hip was revised. An accolade I stem, metal head, and polyethylene liner were revised to competitor femoral components and an mdm liner. The x-ray shows a dissociated head and femoral stem. Both the x-ray and photograph show a severely damaged trunnion with material loss. No information regarding details of revision surgery was provided. Mechanical failure of an accolade I stem with metal head is confirmed. The root cause for this mechanical complication cannot be determined from the documentation provided. Should further documentation become available, I would be happy to further this investigation.' The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of the device and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's hip was revised. An accolade I stem, metal head, and polyethylene liner were revised to competitor femoral components and an mdm liner.